Event description:
It was reported that the pump was removed on (B)(6) 2012 due to possible pump pocket infection. 61cm of the pump catheter segment and 14.3cm of the spinal catheter segment were also removed leaving 68.2cm remaining intact in the intrathecal space. A culture was taken from the pump pocket; however, results were unknown. Antibiotic treatment was necessary. The plan was to replace the pump when the infection resolved. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer. Patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the catheter (8709) found a catheter pin connector dried drug or blood occlusion. The analysis results only refer to the pin connector of segment 2. The pin connector of segment 2 was occluded and unable to break loose the pump passed all analysis and no anomaly was found. There were no anomalies seen in the logs. The pump passed all lab testing the analysis results only refer to the 5696sc portion of segment 1 since the catheter was incomplete and returned in segments. The results found an acceptable testing.